Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device is experiencing charging issues. The user tested the device with on-site batteries and chargers. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.